Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2208500, model: sc-2208-50, serial: (B)(4), batch: 180545.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedance on the leads. The patient underwent a lead replacement procedure.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedance on the leads. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.